Event description:
The account alleged that when they tried to lower the head of the bed, the head of the bed raised on its own. No pt impact.

Manufacturer narrative:
The account found the pt pendant crushed under the upper frame of the bed. The account removed the pt pendant to resolve the issue.